Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level was over 600 mg/dl. The customer reported a no delivery alarm. The customer had no symptoms. The customer did not treat for the high blood glucose level with manual injection blood glucose level 250 mg/dl treated with manual injection. The customer¿s current blood glucose level was 146 mg/dl. The customer did troubleshoot and found the infusion set cannula bent. The customer declined troubleshooting for the high blood glucose level. The insulin pump will not be returned for analysis. The infusion set will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted. (B)(4).